Event description:
It has been reported to the co that during the procedure as the physician attempted to place the sheath, backbleeding occurred. The device was removed and replaced. The pt experienced blood loss; however, this required no medical or surgical intervention. The device is being returned for evaluation.